Event description:
It was reported that the customer experienced issues with his serter. The catch arm was bent making it difficult to remove the sensor from the serter device. The customer's blood glucose level was not reported. He also reported that almost all of his sensors were bent upon removal and never had a successful insertion. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.